Event description:
It was reported, the programmer screen went black. It was also reported "serious programmer problem" was shown on the screen after implantation. The programmer was turned on and off as written on the screen and the programmer then functioned, however, it worked very slowly. The programmer was returned for service. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the programmer powers up ok, however, errors were found in the error log. It was also noted that the programmer won't read/write to a floppy disk and the stylus was missing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.